Event description:
On 10/12/2009, a boston scientific corp employee became aware of an article, "safety and efficacy of sonographic-guided random real-time core needle biopsy of the liver" by siddharth a. Padia, md, et al published in journal of clinical ultrasound: 138-143, vol. 37, no. 3, march/april 2009. The following info was derived from this article: an easy core biopsy device was used during a sonographic-guided real-time core needle biopsy of the liver. According to the article, the pt developed an infection. The pt presented to the emergency dept with fever and leukocytosis approx 24 hours after the biopsy. Pt was discharged from the emergency dept with a course of oral antibiotics. Attempts have been unsuccessful to obtain add'l info.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture and expiration dates are unk.